Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the implant of a right ventricle leadless pacemaker (rvlp) at the first target site, after performing deflection test the physician struggled to align the catheter and rvlp resulting in bending and straightening the catheter, decrease in current of injury, and no capture at max output. At second target site, after screwing the rvlp the threshold was high. During observation, drop in blood pressure was noted. Echocardiogram was performed and confirmed pericardial effusion and drainage was performed. After draining and other interventions, measurements were rechecked, but no improvements were noted. The rvlp was removed and procedure was completed. An open-chest surgery was performed after the attempted rvlp implant, and a large hole was found, surgical intervention was carried out. At present, the patient is unstable but alive.